Event description:
The patient reported a problem with the device pocket and indicated they are being treated for an infection of the dbs system. Additional information has been requested from the physician. A follow-up report will be sent if additional information is received.